Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result when validating a new instrument when running xpert xpress cov-2/flu/rsv plus. Customer collected a new sample from the patient. The customer is unsure if the patient was showing any symptoms at the time of collection. Customer processed the sample per pi and ran this sample on current in-use instrument (instrument 1) with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative, flu a/flu b negative, rsv negative. This was reported to the md, but later amended. Customer is validating instrument 2 for use and is running samples from the same day from instrument 1 on this instrument. Customer processed the swab per pi and ran it on (instrument 2) with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was reported to the md. Due to the confusion of different results, the customer decided to re-run the sample back on the first original instrument (instrument 1). The customer processed the swab per pi and ran this sample on current in-use instrument (instrument 1) xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was reported to the md. The following day, the customer decided to have another tech run this sample on both instruments. Customer processed swab per pi and ran this sample on instrument 1 with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was not reported to the md. Customer then processed swab per pi again and ran this sample on instrument 2 with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was not reported to the md. Customer is not aware of deterioration of health because of this discrepancy. This sample was stored at room temperature on (B)(6) 2023 between testing. Customer stored the sample in 2-8c in between testing from the first day ((B)(6) 2023) and the second day ((B)(6) 2023). The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted cepheid to discuss a discrepant result when validating a new instrument when running xpert xpress cov-2/flu/rsv plus. Customer collected a new sample from the patient. The customer is unsure if the patient was showing any symptoms at the time of collection. Customer processed the sample per pi and ran this sample on current in-use instrument (instrument 1) with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative, flu a/flu b negative, rsv negative. This was reported to the md, but later amended. Customer is validating instrument 2 for use and is running samples from the same day from instrument 1 on this instrument. Customer processed the swab per pi and ran it on (instrument 2) with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was reported to the md. Due to the confusion of different results, the customer decided to re-run the sample back on the first original instrument (instrument 1). The customer processed the swab per pi and ran this sample on current in-use instrument (instrument 1) xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was reported to the md. The following day, the customer decided to have another tech run this sample on both instruments. Customer processed swab per pi and ran this sample on instrument 1 with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was not reported to the md. Customer then processed swab per pi again and ran this sample on instrument 2 with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was not reported to the md. Customer is not aware of deterioration of health because of this discrepancy. This sample was stored at room temperature on (B)(6) 2023 between testing. Customer stored the sample in 2-8c in between testing from the first day ((B)(6) 2023) and the second day ((B)(6) 2023).

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result when validating a new instrument when running xpert xpress cov-2/flu/rsv plus. Customer collected a new sample from the patient. The customer is unsure if the patient was showing any symptoms at the time of collection. Customer processed the sample per pi and ran this sample on current in-use instrument (instrument 1) with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative, flu a/flu b negative, rsv negative. This was reported to the md, but later amended. Customer is validating instrument 2 for use and is running samples from the same day from instrument 1 on this instrument. Customer processed the swab per pi and ran it on (instrument 2) with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was reported to the md. Due to the confusion of different results, the customer decided to re-run the sample back on the first original instrument (instrument 1). The customer processed the swab per pi and ran this sample on current in-use instrument (instrument 1) xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was reported to the md. The following day, the customer decided to have another tech run this sample on both instruments. Customer processed swab per pi and ran this sample on instrument 1 with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was not reported to the md. Customer then processed swab per pi again and ran this sample on instrument 2 with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive, flu a/flu b negative, rsv negative. This was not reported to the md. Customer is not aware of deterioration of health because of this discrepancy. This sample was stored at room temperature on 15-nov-2023 between testing. Customer stored the sample in 2-8c in between testing from the first day (15-nov-2023) and the second day (16-nov-2023). This is a case whereby the customer is validating a second genexpert instrument and obtaining different results for correlation. The initial test was negative for sars-cov-2, and subsequent tests came up positive with varying CT's. It is highly likely that the targets are at the limit of detection of the test causing low reproducibility, no product malfunction, no patient harm. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.